Event description:
It was reported that during a surgical procedure at the user facility, the device overheated and a patient received a first degree burn to the lower right side of the lip. The size of the burn was unknown and hydrocortisone cream was prescribed to prevent infection. The procedure was then completed successfully and there was no surgical delay. The patient was seen one week post op and the burn was completely healed and there was no infection. No additional treatment will be needed and no permanent damage is expected.